Manufacturer narrative:
Submit date: 05/25/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an avi unit. Upon triage on (B)(6) 2016, the service technician found that the unit's mains power switch contact was burnt.

Manufacturer narrative:
Submit date: 08/25/2016. An investigation of av impulse was performed for the reported condition of a burnt contact on the unit¿s main power switch. The unit was triaged and the complaint was confirmed; no blown fuses or evidence of ¿overcurrent¿ conditions were observed or noted. The unit¿s main power switch was replaced to correct the issue. The unit was tested; unit passed all testing. At the time of manufacturing, the device was released meeting all manufacturing specifications.